Manufacturer narrative:
Manufacturers ref# (B)(4). H11) corrected data compared with medwatch report mw5096953: d3) cook medical llc dk d4) 01aug2023 investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). Occupation: non-healthcare professional. PMA/510(k): k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the ivc filter was difficult to deploy. It eventually did deploy. Patient outcome: unknown.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: difficult but successful release of filter ¿ filter appeared to be attached to introducer and release button was pressed multiple times to release filter. Jugular introducer, three-way stopcock and introducer sheath was returned for product evaluation. Per product evaluation: jugular introducer: the grasping hook was without any observed nonconformance. No nonconformance observed at the handle. The cause for the reported failure cannot be determined, based on the product evaluation. But use of excessive back tension during release may prevent the filter from releasing when the release mechanism is activated. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instruction for use excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information an exact cause for this event cannot be established. However, a likely cause is that excessive tension during deployment could contribute to the reported event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.